Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event was caused by breakage or disconnection of the image sensor unit due to stress from repeated use, external factors, handling, or a failure in the parts mounted on the electrical circuit board (integrated circuit chips or capacitors). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found a pinhole on the universal cord, the adhesive on the bending section cover was chipped, switch 1 was damaged, the video connector was cracked, the angulation wires were worn, and scratches were present on the bending section cover, the control unit, the grip, the right/left plate, the light guide cover glass, the light guide connector, the video connector, and the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had image quality problems. The issue was found during preparation for use in an unidentified, therapeutic procedure, that was completed using a similar device. Inspection and testing of the returned device found the device was displaying an e218 malfunction error due to damage on the charged coupled device and the circuit board of the video plug section, and the image could not be displayed because of a cut on the charged coupled device cable and a scratch on the electrical contact of the video plug section. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.